Event description:
Reporting status: serious injury / disability. Reporting rationale separated piece of wire remains in pt device issue: guide wire separation. It was reported that there were difficulties advancing the guide wire, therefore, it was removed. When visually checked outside of the pt, there was no damage noted. Thus, the guide wire was advanced to the lesion for a second time when it kinked. An attempt was made to remove the guide wire, but was unsuccessful. During the removal attempt, when pulled with a small amount of force, the guide wire separated at the tip. The decision was made not to proceed with surgery to remove the separated portion because the pt had a lung embolism. A stent was placed to stablize the separated piece of guide wire. No additional event or pt info is available.

Manufacturer narrative:
Evaluation summary: qa analysis revealed that the catheter was returned without any blood or contrast visible. There was approx 7cm of the guide wire tip missing. The coating at the separation was stretched and extended 4 mm distal to the separated core. The fracture face of the coating was jagged. There was no other damage noted to the guide wire. The guide wire was sent to scanning electron microscopy (sem) for further analysis. A laser micrometer was used to measure the maximum outer diameter of the separated guide wire and this met mfg criteria. A new balloon catheter was backloaded through the returned portion of the guide wire without any resistance. The distal end of the guide wire was dripped into a dye to confirm there was hydrophilic coating on the guide wire. Product performance engineering reviewed the incident info and the analysis of the returned device. Results of the sem analysis indicate that the device core was subjected to excessive bending beyond its design limit causing the tip to detach. Sem of the high tensile stainless steel core does not show evidence of fatigue well, but from the case description as being a long case, it seems possible that fatigue may also have been a factor even though this could not be confirmed with sem. Fatigue may have been the reason for the report, "movement of the guide wire suddenly deteriorated." Unfortunately, only over bending could be confirmed with the sem. The lot history record was reviewed and there were no non-conformities associated with this product lot. This MDR is considered closed by the product performance group.